Event description:
A patient received her first treatment on 09/13/96 in the nasolabial folds nd glabella. After the treatment, the pt had a facial eyebrow waxing by an esthetician. Immediately after the eyebrow waxing, the patient noted bruising and "open skin" above the left eyebrow. On 09/18/96, she presented with erythema and a scab at the glabellar treatment site. Topical neosporin and hydrogen peroxide were prescribed. On 9/20/96, the pt presented with persistent symptoms. The physician was unsure if the symptoms wre related to collagen, or to the waxing procedure. On 06/02/1997, follow up information was that symptoms were ongoing, and four fat injections were performed into the area of tissue loss.